Manufacturer narrative:
Concomitant medical products: 5076-52 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection. It was also reported that vegetation was found on the patient's leads. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.